Event description:
Healthcare professional reported "plastic container is stuck together and is difficult to open to get to the implant.¿ patient contact with device occurred. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are tyvek or thermoform sticking: observed delamination. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Healthcare professional reported "plastic container is stuck together and is difficult to open to get to the implant.¿ patient contact with device occurred. The device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "plastic container is stuck together and is difficult to open to get to the implant."

Event description:
Healthcare professional reported, "plastic container is stuck together and is difficult to open to get to the implant." Patient contact with device occurred. The device remains implanted. This relates to the left side.